Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "she feels like a tooth ache pain in her hip. She feels the pain in her quadricep by her knees. She has had to stop exercising for the past 2 yrs because she is in a lot of pain. Pt is concerned that her hip was part of the recall."